Event description:
Pt underwent generator replacement surgery due to suspected device malfunction. At office visit with neurologist, the pt reported that the generator did not seem to be stimulating when it should. Neurologist referred that pt to neurosurgeon for follow up. Treating neurosurgeon indicated that device diagnostic testing was "fine", but did not specifically state the dc-dc code or whether the elective replacement indicator was yes or no. The next evening, the pt was seen in hosp emergency room due to sporadic stimulation with shortness of breath. The pt reported that the device stimulated for four hours straight and that placing the magnet over the device did not stop stimulation. The pt underwent generator replacement surgery the following day. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect device performance. Analysis of returned pulse generator did not reveal any anomalies that would contribute to the alleged malfunction. External visual inspection revealed no anomalies and the device met electrical test specifications. The elective replacement indicator was no, indicating that the generator had not reached end of service.